Manufacturer narrative:
Additional information provided. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Clinical applications team advised customer how to cancel the treatment and to go in the abort procedure area where customer was able to complete procedure. Root cause is unknown, most possible root cause could be user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A orthoptic team leader reported that a doctor was treating a patient when the patient moved and the laser lost tracking. The laser treatment stopped with three seconds left. The technician tried to adjust the eye tracker quality but the tracker would not turn on. The doctor pressed the center button to re-center the eye and it greyed out all the options except the tracker. Tracker was turned off then on again but treatment was not able to be proceeded. The only option available at the bottom of the screen was to cancel the treatment. Technical services were called and staff was advised to cancel the treatment. Staff went to abort the procedure area and was able to choose to complete the procedure. Procedure was completed successfully.